Event description:
It was reported by the dist, that they turn on the central control monitor (ccm) it works, but the touchscreen does not respond. When they would tough the ccm display, the display and cursor would go only to the center of the touchscreen and not seize. No other details regarding the nature of this event were provided.